Manufacturer narrative:
The main component of one of the systems involved in the reported events; other applicable components are: product ID neu_ins_stimulator, lot # unknown, unknown serial#, product type implantable neurostimulator.

Event description:
Sesar, a., fernandez-pajarin, g., ares, b., rivas, mt., castro, a. Continuous subcutaneous apomorphine infusion in advanced parkinson's disease: 10-year experience with 230 patients. J neurol. 2017. Summary: continuous apomorphine infusion (apo) is one of the treatments available for advanced parkinson disease (pd). Over 10 years, we have treated 230 patients with apo. Mean age was 66.8 and average evolution time at apo onset was 13.0 years. Mean duration of the treatment was 26.3 months. As of (B)(6) 2016, 93 remained on the medication (active group), while 137 had stopped. This active group had mean age 67.3 at recruitment and mean evolution 14.2 years. The main indication for apo was lack of deep brain stimulation criteria (dbs). Twelve patients were on waiting list for dbs. Average time since apo onset was 40.0 months. In the active group, apo decreased off-state in 4 h and allowed reducing levodopa and dopamine agonists. Dyskinesia and balance did not worsen. Cognitive decline did not change within the first 15 months. Hallucinations were the same within the first 39 months. The presence of subcutaneous nodules was the most frequent adverse event in this group. The main reason for discontinuation was side effects, being psychosis th e most common. Within the first year, 82 patients stopped apo. Eighteen of these patients eventually got dbs. Apo is a good option for advanced pd, since it permits a significant reduction in off-time and other antiparkinsonian drugs. This effect is sustained over time. We have treated 132 patients for over a year. Dyskinesia seems not to worsen. Combining apo with dbs simultaneously or alternatively provides good results. Reported events: 1. 8 parkinson's disease (pd) patients were implanted with a continuous apomorphine infusion pump as an interim treatment during a temporary removal of a deep brain stimulation (dbs) system that was explanted due to infection, edema, or cystic formation. 2. An unknown number of parkinson's disease (pd) patients in the whole group were implanted with a continuous apomorphine infusion pump as an interim treatment during a temporary removal of a deep brain stimulation (dbs) system that was explanted due to infection, edema, or cystic formation. 3. 5 parkinson's disease (pd) patients were implanted with a continuous apomorphine infusion pump due to suboptimal deep brain stimulation (dbs) outcome or decreasing response to dbs. 4. An unknown number of parkinson's disease (pd) patients in the whole group were implanted with a continuous apomorphine infusion pump due to suboptimal deep brain stimulation (dbs) outcome or decreasing response to dbs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.